Event description:
Coating on the electrode was reported to be coming off prior to use. Device was not used during surgery.

Manufacturer narrative:
(B)(4). Eval code method: product scheduled for return but not received by manufacturer for inspection. Eval code results: product scheduled for return but not received by manufacturer for inspection. Eval code conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.